Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. It was indicated that the patient's symptoms persisted for 7 months. It was replaced with a non- johnson and johnson iol of 18.5 diopter. There was no incision enlargement, no vitrectomy, no sutures done. The patient fully recovered. No other information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate of date of event is between jan.16, 2023 and jul. 5, 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 14, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The device presented cut in half and a bent haptic. The was cleaned and presented with no issues that would have contributed to the complaint event. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.